Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17727953) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the precise pro rx stent (7x40) was released in-vitro. There was no reported patient injury. The target lesion was the carotid bifurcation. The vessel had severe calcification with 90% stenosis and no vessel tortuosity. The vessel angulation was 25 degrees. The device was stored and handled per the instructions for use IFU. There were no damages noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The integrity of the sterile pouch was not compromised. No anomalies were noted when the product was removed from the package. No kinks were noted on the device prior to use. The device was prepped according to instructions for use (IFU). No anomalies were noted during prep. No difficulty was encountered while flushing the stent. During prep, the stent was not manipulated. The total length of the stented segment was 31mm. One stent was initially placed. No thrombus was present at delivery site. Resistance was met while advancing the device. No excessive torquing was required. Resistance was met while advancing the device over the guidewire. The device was removed intact (in one piece) from the patient. There are no procedural films available. The device will be returned for analysis.

Manufacturer narrative:
Event: additional information received indicates that the precise pro was not still used in the patient. Another device was used to complete the procedure. The precise pro rx stent (7x40mm) was released in-vitro. There was no reported patient injury. The target lesion was the carotid bifurcation. The vessel had severe calcification with 90% stenosis and no vessel tortuosity. The vessel angulation was 25 degrees. The device was stored and handled per the instructions for use IFU. There were no damages noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging. The integrity of the sterile pouch was not compromised. No anomalies were noted when the product was removed from the package. No kinks were noted on the device prior to use. The device was prepped according to instructions for use (IFU). No anomalies were noted during prep. No difficulty was encountered while flushing the stent. During prep, the stent was not manipulated. The total length of the stented segment was 31mm. One stent was initially placed. No thrombus was present at delivery site. Resistance was met while advancing the device. No excessive torqueing was required. Resistance was met while advancing the device over the guidewire. The device was removed intact (in one piece) from the patient. Additional information received indicates that the device failed to deploy inside the patient, so it was removed from the patient. The device was received for analysis. One non-sterile precise pro rx 7x40, stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/ closed. Per visual analysis, the stent of the unit was received deployed in a separated small ziploc plastic bag. The body/- shaft of the system was observed with a kinked/ bent damage at 5.0 cm and at 5.5 cm from the ID band as received. However, it could not be determined if the kinked condition was produced during the reported event or during transportation of the returned unit for analysis. The deployed stent was thoroughly inspected, and no anomalies were observed. Deployment test could not be performed since the stent was already deployed when returned for analysis. Per dimensional analysis, usable length of unit was measured and found within specification. A product history record (phr) review of lot 17727953 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty - premature deployment¿ was not confirmed since the device was received with stent already deployed. The exact cause of the reported event by the customer could not be conclusively determined during the analysis. Based on the information available for review and the product analysis, rocedural/handling factors (resistance was met while advancing the device) may have contributed to the issue experienced. According to the safety information in the instructions for use (IFU), the hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed and the valve is not closed prior to removal from the tray, it is possible to pre-maturely deploy the stent or to start stent deployment while still in the tray or during removal from the tray. Rough shipping/handling conditions may also have had an impact on this event. The information for safety also states, ¿caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site¿. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.